Event description:
Customer states: during use, the ventilator generated an alarm of "leak error", 30 minutes after the intubation. A nurse attached the connector again and the tube was continuously used for a while but the leak error occurred again. The tube was replaced. Customer confirmed that no additional harm to the patient. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.